Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 23 mg/dl. The customer stated that she fell off her bed and the insulin pump had ripped off. Troubleshooting was performed and a large bolus of 24.9 units was found in the bolus history. The customer's doctor advised her to stop insulin therapy until further notice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.